Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a power source via computer. Reportedly, the pump battery went from 5% to 100% after being charged via wall adapter. The customer's blood glucose was 102 (mg/dl).